Event description:
A malfunction was reported with a customer's tslim x2 pump, which required refilling the cartridge multiple times before being recognized by the pump, resulting in a significant loss of insulin. There was no adverse impact to the customer's blood glucose level. The customer declined a follow-up for corrective actions.